Event description:
The reporter called regarding allergan breast tissue expander. The reporter had the device implanted in her left breast on (B)(6) 2019. After two weeks she started having discomfort. She was advised to take radiations during which she found out that the air is deflated. The implant was refilled with saline in (B)(6) 2019. Since then, she has experienced infection, chest pain, pleural effusion, lymph edema, difficulty in moving left hand and implant hardening. She underwent multiple tests and was treated with antibiotics. The device was explanted on (B)(6) 2019.